Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter additional phone #: (B)(6). Investigation summary: one photo was provided. The photo shows a needle with no plastic shield. It has white epoxy towards the middle of the needle. The plastic hub is placed under the cannulator. Then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. In this case it is possible that a jam occurred, and the equipment dispensed silicone before the part was moved to the next station and was not detected in the next processes. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for the lot # 9058635 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: in this case it is possible that a jam occurred, and the equipment dispensed silicone before the part was moved to the next station and was not detected in the next processes. Rationale: CAPA not required at this time.

Event description:
It was reported that there was epoxy discovered on needle prior to use with a bd needle 22x1-1/2 rb. The following information was provided by the initial reporter: it was reported that there was a white substance on the needle prior to any medication being injected.